Event description:
It was reported that the patient told her healthcare professional (hcp) that his therapy wasn¿t working. It was noted that it was not clear what the patient meant by that. It was further noted that the reporter did not know when the alleged problem started. Additional information received reported that the patient reported to the hcp that the system was not functioning. It was noted that it was unknown when the problem started. It was further noted that the patient had not seen hcp for pain since 2010. It was noted that it was unknown if the patient was seeing another hcp for their pain system.

Manufacturer narrative:
Concomitant products: product ID 389033, lot # j0406329v, implanted: (B)(6) 2004, product type lead; product ID 748951, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7434a, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient. (B)(4).